Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 430 mg/dl. Customer¿s blood glucose level was over 300 mg/dl. The customer treated with the manual injection. Troubleshooting was declined for high blood glucose and performed for insulin flow blocked alarm. The customer reported that issue was resolved by changing complete set. The device will not be returned for analysis.